Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net transmission, lead noise artifact was observed on the rv lead. It was suspected that this coincided with sleep periods and that the noise was related to movement. Patient was brought into the clinic and upon lead testing noise was unable to be reproduced to detect any oversensing issues. Patient will be monitored with follow ups if anything further develops. Patient was stable and will continue to be monitored.